Manufacturer narrative:
Patient information: no further patient information was provided by the customer. This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21/31 a review of tickets was performed for reagent lot number 13605fp00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was performed using an in-house retained kit of the complaint lot. Acceptance criteria were met indicating the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity ca19-9xr for lot 13605fp00 was identified.

Event description:
The customer observed falsely depressed alinity ca19-9xr dilution results for a patient diagnosed with cancer. The follow data was provided (units of measure = u/ml, tested across two alinity analyzers): previous result on (B)(6) 2020 was around 1400. (B)(6) 2020 sid (B)(6) initial and repeat result was >1200, sample was repeated with an automatic dilution = 500 and 700, repeat with manual dilution of 1:2 = 1699, repeat with manual dilution of 1:10 = 632, 545, and 706. No impact to patient management was reported.